Manufacturer narrative:
(B)(4). The reported description notes that the central and bedside monitor failed to produce an audible alarm-although a visual alarm was seen. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the central and bedside monitor failed to produce an audible alarm-although a visual alarm was seen.